Manufacturer narrative:
Method: it was reported that the device will be returned for an eval and investigation. At this time the device is pending return. A review of the device history records (DHR) was conducted. Results: per the DHR review, the lot met all mfg specs at release. At this time, the eval and investigation is still in progress. Conclusions: at the time of this report, the sample has not yet been received. A f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: fluorouracil 50 mg/dl and nacl 0.9%. Fill volume: 96 ml. Flow rate: 2 ml/hr. Procedure: colorectal cancer treatment. Cathplace: PICC line. Pharmacist reported that an eclipse c100020 ran over 24 hours instead of 48 hours. The pump was filled with nacl 0.9% and fluorouracil to a total volume of 96 ml. Pt adverse signs or symptoms: reported to be unk. Pt's condition was reported that the incident is not known to be clinically significant. I-flow attempted to obtain the pt's age, weight, and gender. Per the reporter, (B)(6) protocol does not permit him to divulge pt's date of birth, however, he gave an age range of 50-70 years and a range of weight 60-80 kg. The gender was also not provided. Infusion start date and time:(B)(6) 2013, pm - exact time not provided, infusion stop date and time: (B)(6) 2013, pm - exact time not provided.